Event description:
It was reported via medwatch mw5112648 that the guidewire was broken. A 180x25cm fathom 16 perph guidewire was selected for use and it was noted that the wire broke intraoperatively.